Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5x33 mm xience sierra stent delivery system (sds) was advanced without resistance through a very calcified area. It is unknown if the sds actually reached the target vessel. The sds was pulled back and was removed from the anatomy with resistance due to the calcium. After removal, it was noted that a couple of stent struts had lifted. Another xience sierra was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove could not be replicated as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It is likely the device interacted with the heavily calcified anatomy during retraction, as resistance was noted, causing the reported material deformation, thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.